Event description:
It was reported that the atrial lead had high impedence and oversensing, which led to inappropriate mode switching. It was further reported the atrial lead was fractured. The atrial lead was explanted and replaced. During the atrial lead extraction the left ventricular (lv) lead was cut and dislodged. The lv lead was capped and replaced. It was also reported that the 4196 lead was used to replace the lv lead however it dislodged and the patient was crashing so the physician did not implant the 4196 lead. No further patient complications were reported as a result of this event.

Event description:
It was reported that the atrial lead had high impedence and oversensing, which led to inappropriate mode switching. It was further reported the atrial lead was fractured. The atrial lead was explanted and replaced. During the atrial lead extraction the lv lead was cut and dislodged. The lv lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the proximal segment was returned for analysis. The proximal conductor was found distorted and blood/body fluid was observed on all conductors (not obstructed). The outer insulation was breached cut and had cosmetic depression; apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the atrial lead is in process; the results will be forwarded when available.